Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the physician inserted the right ventricular (rv) lead through the cephalic vein, but the rv lead turned towards the jugular vein several times and bent and stayed jammed in j-form. The physician attempted to straighten the rv lead by inserting a straight stylet into it, but the distal end of the stylet passed straight at the beginning of the folded part of the rv lead and ended outside of the rv lead, which could be seen on the fluoroscopy. When the rv lead was pulled out of the veins, there was separation of insulation in two parts. The silicon exterior of the rv lead moved while the conductor wires remained in place. A minor surgical incision was made to remove the rv lead from the body. No patient complications have been reported as a result of this event.